Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needlefree IV connector leaked. A droplet of unknown solution was expelled from the end of the port. This occurred during disconnection of a syringe from the connector. There was no patient involvement. No additional information is available. This is 2 of 2 reports.